Event description:
It was reported that during procedure preparation the kit was unpacked and the tip of the sheath was found to be cracked, therefore it could not be used. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: received one MRI lp with s/l 6.6f brov for evaluation. The sheath was not returned for evaluation; therefore, the investigation will remain inconclusive for the alleged damaged introducer sheath. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2020), d10, g4, h4 (manufacturing date: 11/2017).

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that during procedure preparation the kit was unpacked and the tip of the sheath was found to be cracked, therefore it could not be used. Another device was used to complete the procedure. There was no reported patient injury.